Event description:
It was reported the pt is going to have his ipg replaced. The pt stated he has electively decided to replace his ipg with a newer ipg (same model) to further reduce his recharge intervals. There is no alleged deficiency with the device. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Correction number: 1627487-05242011-002-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.